Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
It was reported that the device is starting to crack and chip away. The customer¿s blood glucose level is unknown at the time of the incident. Device was not bumped or dropped, nor was there a car accident. Device was able to lock into place. Customer was not hospitalized. No further details or information available. The device will be returned for analysis.